Event description:
A report was received that the patients ipg would randomly shut off. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg would randomly shut off. The patient will undergo an ipg replacement procedure.